Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had incorrectly diagnosed a supraventricular tachycardia rhythm as ventricular tachycardia due to improper device settings. This caused the device to deliver a couple of antitachycardia pacing therapy. Programming changes and updating the morphology template were recommended. No further information is available.